Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast. Unrelated to the complaint, a review of the pump alarm history indicated a call service alarm. No issues were noted with the pump. The pump was exercised for 24 hours with no alarms duplicated. The rewind, prime and load steps were successfully performed on the pump. No issues were noted with the time and date. The pump was opened and no moisture, corrosion or damage was found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.